Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt reclined in a chair and afterwards began experiencing pain when stimulation is turned on. The sjm rep met with the pt and impedance values were within normal limits, however, painful stimulation continued to occur. X-rays were taken and indicated one lead had migrated. Reprogramming was unable to provide effective coverage. The pt was later involved in a physical altercation and additional x-rays indicated both leads had migrated. Surgical intervention was undertaken on (B)(6) 2014 and one lead was repositioned and one lead was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.